Event description:
The initial reporter stated they received discrepant thyroid test results for three patient samples tested on two cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. Results for the following assays were affected: the elecsys tsh assay and the elecsys ft4 iii assay. The specific date of the event is not known. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. Refer to all patient data. All highlighted values are questionable. The samples were initially tested at the customer site on their e 801 analyzer. The samples were then provided for investigation, where they were tested on a second e 801 analyzer and an e411 analyzer on (B)(6) 2022. The samples were also repeated on an abbott architect analyzer on (B)(6) 2022. The serial number of the customer's e 801 analyzer was requested, but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number (B)(4), with an expiration date of 30-sep-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Tsh reagent lot number 627442, with an expiration date of 31-mar-2023

Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.